Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right atrial (ra) lead developed an infection, which was observed during a routine post-surgical visit. The observation was made that blood and pus were exuding from the surgical wound, and laboratory testing confirmed the infection. Subsequently, surgical intervention was performed to explant this lead, and the related defibrillator and right ventricular (rv) lead. No additional adverse patient effects were reported. The patient is expected to fully recover, and a new system will be implanted when the infection has resolved. This device is not expected for return due to contamination.